Event description:
The customer reported that during a hysterectomy, a piece of the active waveguide disengaged from the dissector. The piece was not located by the customer. There was a camera in use during the procedure. It is unknown if the dissector made contact with the camera during use. There was no reported pt injury.

Manufacturer narrative:
Covidien reference # : (B)(4). . To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.